Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy surgery, an ophthalmic scissors had broken in eye. . No patient harm was reported.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. No lot number was identified with this complaint, therefore the manufacturing documentation was not reviewed. However, all product and batch history records are quality reviewed prior to product release. The image provided in the initial report shows a scissor blade that was broken off and laying on top of a patient's sclera. From the picture, the procedure type cannot be determined and it does not indicate a root cause for the reported issue. The sample was not received by the investigation site for evaluation, which his why the investigation is completed inconclusively. A sample was not received at the investigation site therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. The manufacturer internal reference number is: (B)(4).